Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture,

Event description:
Physician reporting "we operated on a patient with a rupture of the implant shell on the right". Device status unknown.